Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2025, the patient's lead exhibited impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that reprogramming was able to restore effective therapy; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Reprogramming was able to restore effective therapy. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.